Manufacturer narrative:
Product analysis: analysis noted that the programmer failed incoming testing for the emergency pacing button. Additionally, the upper and lower cases were broken, the lower case feet were gone, the power cord bay assembly was broken, and the printer drawer was missing the release latch. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.